Manufacturer narrative:
The device was identified and evaluated. It was determined that the brakes could not be engaged because the caster tires were broken/damaged and needed to be replaced. The catalog number, serial number, date of manufacture, and section h codes have been updated.

Event description:
It was reported that the device's brake is not working. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's brake is not working. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather more information from the user facility.